Manufacturer narrative:
Corrected data: this is to correct the initial submission section b3 date of event: it stated jan 11, 2023 but should have been left blank and explained in h10. The field below is updated: section b3 date of event: the exact date is unknown. The best estimate is between the implant and explant dates (B)(6), 2021, through (B)(6), 2023, respectively. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a, patient information: a4, a5: unknown/not provided. Device evaluation: product was not returned therefore evaluation of the device was not possible. The manufacturing records review shows that the unit was released within specification. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson(jnj) intraocular lens (iol) was explanted from the patient¿s left eye due to them experiencing halos and glare. The iol was replaced with a non jnj lens. No further information was provided.